Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-apr-2024. The device evaluation was completed 06-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, and electrical evaluation of the returned device was performed following bwi procedures. Visual analysis and the pebax was found squashed and a hole in the surface of the pebax. An electrical test was performed and no electrical issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The damage on the pebax could be related to the electrical issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified that the pebax was squashed and a hole in the surface of the pebax. Initially they connected the ablation catheter and there was noise on both the recording system and the carto. They changed the cable to the reprocessed one, still had the noise. They changed to the brand new cable and the noise still existed. They changed the catheter and the noise was resolved. The procedure was delayed 10 minutes. The procedure was successfully completed. There was no patient consequence reported. Additional information was received. The noise issue was just on the ablation distal. The physician had intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 06-may-2024, the pebax was found squashed and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of the pebax squashed and a hole in the surface of the pebax on 06-may-2024 and have assessed this returned condition as reportable.